Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader balloon catheter was selected for dilatation. However, during inflation at nominal pressure, the balloon burst. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader balloon catheter was selected for dilatation. However, during inflation at nominal pressure, the balloon burst. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the target lesion was 70% stenosed, moderately tortuous, and moderately calcified.